Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx sling device was implanted on (B)(6) 2007. According to the complainant, an additional sling device (product unknown) was implanted on (B)(6) 2015, due to continued stress urinary incontinence. Boston scientific has been unable to obtain additional information regarding the event to date.